Event description:
According to the reporter, intra-operatively, the device was unable to fire, unable to press the green button and unable to squeeze the handle, also the device¿s trigger was broken.